Manufacturer narrative:
The reported events of helix damage/bent and failure to capture were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix to be extended and clogged with blood/tissue. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, loss of capture (loc) along with helix damage was observed on the right ventricular (rv) lead after multiple placement attempts. The rv lead was explanted and replaced to resolve event. The patient was stable with no consequences.